Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant medical products: product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Motta, f., antonello, c.e. Comparison between an ascenda and a silicone catheter in intrathecal baclofen therapy in pediatric patients: analysis of complications. Journal of neurosurgery. Pediatrics. 2016. 1-6. Doi: 10.3171/2016.4.peds15646. Summary: in this single-center study the authors investigated the complications occurring before and after the introduction of the new ascenda intrathecal catheter ((B)(4)) in pediatric patients treated with intrathecal baclofen therapy (itb) for spasticity and/or dystonia. Reported events: one patient had a cerebral spinal fluid (csf) leak, which led to system explantation; 10 patients experienced csf leaks clearing spontaneously without any intervention.